Event description:
It was reported that the tissue tore apart in the doctor's hands prior to the implant being used on a pt. Doctor opened another piece of tissue and continued with the procedure. No further complications were reported.